Event description:
It was reported the pt's neurostimulator is not functioning as no stimulation is being produced by the device. A decision has not been reached regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.